Event description:
It was reported that during the process of evaluation of the dignishield, the probe was installed for 1 week in the patient and there was a wound around the exit of the probe in the inner part of the buttocks, not attributable to the cuff as it was not visible to the naked eye. The probe was well evaluated for its function but the damage to the patient's skin remained in the patient's history. As per the additional information received on 29jul2024, the patient's sex was male. The patient impact was target lesion in rectal mucosa with sphacelated tissue and cured.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A review of the risk document was performed for this investigation. The reported event is addressed and the residual risk for this event is low. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "materials of construction are not biocompatible". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "as with the use of any rectal device, the following adverse events may occur: o excessive leakage of stool around the device. O loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction. O pressure necrosis of rectal or anal mucosa. O infection. O bowel obstruction. O perforation of the bowel. O rectal bleeding. O rectal tear. O ulceration of rectal/anal mucosa". UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.